Event description:
At the time of the initial allegation, boston scientific had also been made aware that the patient had been seen in the emergency room (ER) after receiving shock therapy. Upon interrogation in the ER, the device indicated a battery status of elective replacement indicator (eri) after displaying a charge time of 20.7 seconds during a capacitor reformation from approximately (B)(6) weeks prior to the patient's visit to the ER. The interrogation also revealed that three inappropriate, maximum energy shocks had been delivered for what was thought to be either sinus tachycardia or supraventricular tachycardia. The device was checked a day later and was noted to have no longer been at eri. A technical services (ts) consultant discussed that maximum energy shocks could temporarily allow a device to recover from a battery status of eri. Ts recommended treating the device as if it were at eri. The device continued to remain in service.

Manufacturer narrative:
Approximately one month later, additional information indicated that the patient was being followed weekly to monitor the device battery status. Subsequently, (B)(6) months later, the patient was seen in the ER after complaining of a fast heart rate. The patient had not been taking their medication as prescribed. The device was interrogated and revealed possible supraventricular tachycardia or atrioventricular nodal re-entry tachycardia (avnrt) for which the patient received anti-tachycardia pacing. The post ventricular atrial refractory period was reprogrammed. The patient was admitted to the hospital for observation and drug stabilization. Additional information indicated that approximately one month later, the patient was seen in the ER for a third time due to inappropriate shock therapy for what appeared to be supraventricular tachycardia. The rhythm met the rate detection and re-detection criteria in the device's monitor only zone, however no therapy was provided. The rhythm then accelerated into the next therapy zone and the patient received anti-tachycardia pacing (atp) and shock therapy. Even though the rhythm morphology had not changed, the rhythm identification feature was not available in the next therapy zone because in re-detection the device only used the rate as the determining factor for providing therapy. The field representative also discussed that too many non-sustained ventricular tachycardia (nsvt) episodes had stored over some of the episodes where the device had delivered therapy to the patient. Boston scientific technical services recommended turning off the nsvt episode storage so that episodes with therapy are stored. Available information indicates the device remains in service.

Manufacturer narrative:
To date, information suggests that this medical device remains in service. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. A review of the recorded episodes noted that all episodes from (B)(6) 2011, have been overwritten. Due to this, the clinical observation of inappropriate therapies was not able to be confirmed.

Event description:
Subsequent information indicated that the device was explanted after displaying extended charge times. The device has been returned for analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to charge time limit at 18.9 seconds charge time measurement and 2.52 volts monitoring voltage measurement. Most recently, the device charge time had recovered and was at 17.9 seconds. Initially there had been concern that the device did not deplete normally and device changeout had been discussed. There were no reported adverse patient effects associated with this clinical observation.